Event description:
It was reported that patient underwent the right flexible ureteroscope and required to have a ureteral stent. Upon opening of the package of one such stent, the nurse found that it was ruptured . The catheter was reinserted to cope with the injury to the ureter caused by catheter removal . It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿material selection". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that patient underwent the right flexible ureteroscope and required to have a ureteral stent. Upon opening of the package of one such stent, the nurse found that it was ruptured . The catheter was reinserted to cope with the injury to the ureter caused by catheter removal . It was unknown what medical intervention was provided. Per follow up information received on 26sep2022, they inserted a different catheter. The defective product was not used on the patient.